Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Ethnicity and race: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an engstrom when mechanical ventilation reportedly did not work. Reportedly, the patient desaturated. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed. The on-site inspection of the device and the review of logs concluded that the device performed to its specifications. There are two potential root causes identified in gehc investigation: 1) system shutdown as a result of overcurrent, which could result in damage to the power supply board; 2) other power supply failures that could result in the ac mains power light not appearing when the device was powered on as well as the failed state communication errors. No additional actions are required.

Manufacturer narrative:
Ge healthcare has (gehc) investigation has been updated after additional information was received. The on-site inspection of the device and the review of logs was completed. There are two likely root causes identified in gehcâs investigation: 1) loose or disconnected display cable; 2) a software anomaly of the display unit interprocessor communication. The root cause could not be determined. H3 other text : ge healthcare has (gehc) investigation has been updated after additional information was received. The on-site inspection of the device and the review of logs was completed. There are two likely root causes identified in gehcâs investigation: 1) loose or disconnected display cable; 2) a software anomaly of the display unit interprocessor communication. The root cause could not be determined.